Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preventive maintenance at the olympus regional repair center in (B)(4), the esg-400 electrosurgical generator issued error message e433 and performed continuous restarts. Furthermore, the monopolar 2 socket was found not to respond to activation via handswitch. Since the failure was found during maintenance, no procedure or patient was involved.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus an regional repair center (rrc) in prerov, czech republic (returned to rrc on 2022/07/22). The evaluation at the rrc confirmed the permanent occurrence of error e433 and traced the error back to a defective hvps board. Thus, the reported incident can be attributed to component failure. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. The inspection at the rrc also confirmed the defective hand-switch activation, which was traced back to a defective motherboard. The defect of the motherboard was most likely caused by connection of an incompatible device and is therefore attributed to use error. During the inspection also a broken spacer was found. This was most likely caused by mechanical force and was therefore attributed to use error. However, there is no causal relationship to the reported error message. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.